Event description:
Spoke with pt regarding cadd legacy pump sn (B)(4). Pt states the pump indicates that reservoir is down to 5%, but the actual volume is close to 20%. This seems like internal calibration / sensor issue. Pt did have a functioning back pump. Malfunction date: (B)(6) 2018. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Strength: 5mg/ml. Dose or amount: 125nkm, frequency: continuous, route: IV. Dates of use: from "(B)(6) 2018" to current. Diagnosis or reason for use: pah.